Event description:
The customer reported, "hand switch got stuck, emergency stop button was pressed but system continued screening. System shut down." There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.